Event description:
As reported, the shutters of a 6f exoseal vascular closure device (vcd) never changed when deploying. There was no reported patient injury. The device was properly stored and opened in sterile field. The user was trained to the device. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the shutters of a 6f exoseal vascular closure device (vcd) never changed when deploying. There was no reported patient injury. The device was properly stored and opened in sterile field. The user was trained to the device. Additional information was requested but not provided. A non-sterile vascular closure device 6f - was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft in manufacturing position, which was found with dry blood residues, with the indicator wire fully deployed. The indicator window was received on black/white position and the guard was found locked. No other anomalies were observed during this analysis. Additionally, a non-cordis csi used in the procedure was returned inserted on the device. Exoseal functional testing was executed firstly by pulling the indicator wire to achieve the black/black position and finally with the depression of the deployment lever. This resulted in the deployment of the plug and the change of the indicator window to the black/ white & red position. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration. During this evaluation no signs for obstruction or any impediments were observed that could be related to the reported event. The customer's reported event, described as ¿indicator window - no change to indicator,¿ was not confirmed. The functional evaluation showed that the deployment mechanism worked as intended, achieving three position changes in the indicator window. Based on the information provided, the cause of the reported event could not be determined. Procedural, handling, and/or anatomical factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. As a result, it was concluded that there was no physical evidence on the unit to support the presence of the reported event, nor any indication of a manufacturing process related issue. Therefore, no corrective or preventive actions will be taken.